Event description:
Customer called in stating that he wasn't sure if the pump is giving him the right amount of insulin that it says it's giving him. His blood glucose level was 100 mg/dl. He reported that he set the insulin pump to as high as it would go and would still experience high blood glucose levels at night and in the morning. He also set the insulin pump to nothing during the day and would still experience low blood glucose levels. Customer stated that this has been happening since winter, and that he has been on manual injections since then. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.